Manufacturer narrative:
Additional reporter information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump under-infused. It was reported that the patient was receiving an infusion of fluorouracil, and that it "seemed like patient did receive most of dose from pump." The exact amount was not able to be determined and was estimated to be "likely less than 10ml if any at all." No adverse patient effects were reported.